Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR review could not be conducted since the lot number (h880003010z) provided in the customer compliant does not belong to (B)(4) facilities; this is an incorrect lot number. Customer complaint cannot be confirmed based only on the information provided. To perform an investigation and determine the source of defect reported is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened. (B)(4) will continue to monitor feedback from the customer with this complaint description.

Event description:
The customer alleges that the humidifier adaptor could not screw on the water reservoir of the aquapak.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed on the lot number of the sample received - 590157. There were no issues found that could relate to the reported complaint.

Event description:
The customer alleges that the humidifier adaptor could not screw on the water reservoir of the aquapak.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the humidifier adaptor could not screw on the water reservoir of the aquapak.